Event description:
On 9/8/92 pt underwent surgery for debulking of mediastinal tumor. In the recovery area the pt was observed to have two large black burns on his left leg at the bovie pad site. The burns were described as 3 x 3 cm each with third degree thickness. The pt required excisional debridement of the wound.